Event description:
It was reported that a homechoice device experienced an unknown malfunction. It is unknown if there was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was reported as available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.